Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a routine generator replacement. During operation, the physician noticed two insulation breaches on the right atrial (ra) lead and the competitor left ventricular (lv) lead. He repaired the insulation breaches as the operation was successful. The patient was in stable condition.